Manufacturer narrative:
D4 unique identifier (UDI) # : as the serial number is unknown, the UDI will consist of the primary di number only. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump underinfused during a propofol infusion. The patient was receiving propofol at 50 mcg/kg/min when the patient developed a vagal response, with their heart rate decreasing to 61 bpm and oxygen saturation dropping rapidly to 60%. An advanced practice nurse (apn) instructed the registered nurse (rn) to administer a propofol bolus dose of 500 mcg/kg; however, the pump displayed the following message: ¿bolus volume less than 0.5 ml. Must be greater than or equal to 569 mcg/kg. Reset value within limits.¿ there was no option to override this alert. As a result, the bolus could not be delivered via the pump. The patient required manual ventilation, and a second nurse prepared and administered propofol via IV push approximately five minutes later, after which the patient¿s heart rate and oxygen saturation improved. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.